Event description:
It was reported that an ilet pump displayed alert 38 for consecutive stalled motor after the user rewound the pump, with the alert persisting despite multiple restarts; the pump had no cartridge installed and the battery was almost fully charged. Symptoms included no reported adverse physiological effects. Outcomes included no impact on the user¿s health and continued cgm use via the dexcom app or receiver. Investigation included device history review, review of complaint details, and counseling on shutting down the device. Investigation of this case revealed a stalled motor alert consistent with a pump motor stall while the device was operated without a cartridge. It was concluded that the device functioned as designed by generating an alert for a stalled motor, and replacement logistics and data start-up guidance were provided.

Manufacturer narrative:
Investigation description: complaint was duplicated; alert 38 annunciated in notifications menu after multiple unsuccessful attempts to complete dry leadscrew runs. Engineering logs were downloaded and confirmed alert 38. The device was opened for further investigation. Upon inspecting interior components, a loose lock washer and screw were found. The root cause for the issue was due to improper assembly. The affected components will be replaced.